Event description:
It was reported that the patient's blood pressure dropped after the stem cell injection case. The patient had an open heart surgery and a perforation was discovered at that time. The patient was recovering. Additional information was requested on the event, but no additional information has been provided.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: noga xp system; model #: m-5724-01; serial #: (B)(4). Myostar; model #: d-1211-20-si; lot #: 15862376m. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that the patient's blood pressure dropped after the stem cell injection case. The patient had an open heart surgery and a perforation was discovered at that time. The patient was recovering. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On february 27, 2014 baxter healthcare corporation provided additional information on the event. Event description: on (B)(6), 2013 the patient underwent cardiac mapping with the noga f-type catheter as part of a prospective, randomized, double-blinded clinical trial. (The objective of this study was to determine the efficacy and safety of targeted intra-myocardial delivery of autologous cd34+ cells (auto-cd34+cells) for increasing exercise capacity during standardized exercise testing in subjects with refractory angina pectoris and chronic myocardial ischemia (cmi)). During the procedure the patient was subsequently administered a single dose of the investigational product of autologous cd34+ (auto-cd34+) cells versus placebo via 10 intra-myocardial injections (each injection 0.2 ml) with the myostar injection catheter for refractory angina pectoris and chronic myocardial ischemia (cmi). Following the intra-myocardial injections, the patient complained of chest pain. The investigator evaluated the subject and determined that he had a pericardial effusion that was confirmed with an echocardiogram. The patient¿s celite act (activated clotting time) was 195 seconds (reference range 79-149 seconds). While in the recovery room, immediately post procedure, the patient became hypotensive due to a cardiac tamponade. The patient required an emergency pericardiocentesis, and 400 ml of blood was aspirated from his pericardium. The patient continued to bleed, necessitating emergency open heart surgery. During surgery, two perforations were found and sutured closed; and the patient underwent a one vessel bypass of the left circumflex (lcx). The patient¿s blood pressure and chest pain improved. At the time of reporting, the patient remained hospitalized. Outcome: on (B)(6), 2013, the patient was discharged from the hospital. The ae was resolved. (B)(4).